Event description:
On (B)(6) 2013, it was identified that cardiohelp (serial number (B)(4)) batteries would not pass the calibration procedure. This incident did not occur during use. (B)(4).

Manufacturer narrative:
(B)(4). Per nonconformity report, the batteries were replaced. (B)(4).